Event description:
Our affiliate is reporting a depuy mitek lupine br anchor appeared to have the suture assembled incorrectly. The devices were implanted; however, the surgeon thought the tensioning might have been looser than normal.

Manufacturer narrative:
Because the product was incorrectly assembled and does not meet its specification, the reported lot is being recalled. Where it is reported that the repair was looser than normal there may be a potential for revision surgery. Depuy mitek has not received any information to suggest revision surgery was performed or is required at this time. The repair appears to have been sufficient. Please also see 1221934-2008-00261, 262 & 263.